Manufacturer narrative:
The 25 gauge illuminated flex curved laser probe was manufactured on october 30, 2017. There were (B)(4) paks associated with the lot. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
The 25 gauge illuminated curved laser probe was received and a visual evaluation determined that there was excess adhesive residue on the cannula tip. The reported event was replicated, as the sample could not be inserted into trocar cannula. The 25 gauge illuminated curved laser probe was manufactured on october 30, 2017. There were 2184 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to excess adhesive residue on the laser probe cannula tip. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a laser probe did not fit into the trocar cannula during surgery. The laser probe was exchanged to complete the surgery. There was no patient harm.